Event description:
It was reported that during a left lap donor nephrectomy. The pvs is used to divide the arteries and veins for transplant to another patient. The artery had bi-fricated and so two branches of the artery needed to be stapled. The first artery the device performed and cut and stapled as required. The gun was then reloaded for the second artery. Both were small but not too small in which a clip would have been more appropriate. On the second firing the device advanced forward and retracted back as normal, no unusual sounds or nor did it feel different. As the surgeon opened there was a gushing of blood at the distal end of the stump, where it looked like the staples had not held and formed. At once they clamped the artery to control the bleeding. They managed to not open, but insert another trocar to clamp and then used the clips and hemolock to gain control. Then used the same gun again on the vessel, with a new reload and this cut and staple fine. The patient only lost 200ml of blood and additional time on the procedure was around 25mins. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status? Well. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.